Event description:
It was reported that the patient had the inflatable penile prosthesis reservoir component removed due to a hole. A new inflatable penile prosthesis reservoir was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the reservoir had fluid loss. The patient experienced recurring incontinence.

Event description:
It was reported that the patient had the inflatable penile prosthesis reservoir component removed due to a hole. A new inflatable penile prosthesis reservoir was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Product investigation: the complaint component was returned and analyzed, and the reported allegation of fluid loss was confirmed via product analysis. The ams700 reservoir was visually inspected and functionally tested. There was a leak in the reservoir shell that was the result of wear at a fold. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required.

Event description:
It was reported that the patient had the inflatable penile prosthesis reservoir component removed due to a hole. A new inflatable penile prosthesis reservoir was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the reservoir had fluid loss. The patient experienced recurring incontinence.